Event description:
It was reported that the lead exhibited high thresholds. The physician attempted to replace the lead but was unable to get access. The lead was re-connected and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.